Event description:
Ecu charger malfunction - patient said 2 days ago when her device was on the charger, it got so hot to the point she could not touch it. She is very concerned that it will keep happening.

Manufacturer narrative:
Bluewind medical is providing this report in compliance with FDA 21cfr part 803. The device was replaced. As a result, a design history record review was performed and review of log from remote usage. While review of design control document and associated risks, labeling and other information from remote log of patient device were reviewed and cause was not established or problem could be with the device but until it is returned for investigation. The labeling identified the adverse event and caution statement related to the hot surface due to battery is adequate.